Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-05469. It was reported that balloon rupture occurred. The 90% stenosed, in-stent restenotic target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A stent was deployed but did not expand. Subsequently, the stent was ablated with a 1.75 and then with a 2.0 rotablator, and the stent successfully expanded. A 4.50mm x 12mm nc emerge® balloon catheter was then advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and a 4.50mm x 15mm nc emerge® balloon catheter was advanced to continue the dilatation. However, during the first inflation at 4 atmospheres, the balloon also ruptured. The device was completely removed from the patient's body and the procedure was completed with a 4.5 x 12mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.